Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. It was reported that the a is-1 set screw was not able to secure a lead, which was not replicated in the laboratory. The a is-1 set screw was able to secure a lead normally. During testing, it was found that the svc df-1 set screw could not secure a test lead. The svc df-1 set screw bore had debris material at the bottom. It is believed that the debris material prevented the set screw from tightening all the way down and thereby prevented the set screw from securing a test lead. (B)(6).

Event description:
It was reported that during implant, the device header was unable to secure an atrial lead. A new device was implanted.